Event description:
The service and repair documented one of the hand piece for battery powered driver has a fast forward button that does not work and another hand piece for battery powered driver that is inoperable. These issues were found outside the or and there was no patient involvement. No additional information is available for this complaint. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A service history review was conducted. The report indicates that the service history of the past three years has been reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. The manufacture date of this item is 5-jan-2006. The source of the manufacture date is the release to warehouse date. Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Additional product code: gxl. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. A review of the service history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Service and repair evaluation: the customer reported the fast forward speed was not working. The repair technician reported the device was an early version hand piece, and the motor was running continuously. The item is not repairable. The cause of the issue is unknown. The evaluation was confirmed. Manufacturing evaluation is in process. Device used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing investigation was performed for the subject device (part number 05.000.008, hand piece for battery powered driver, lot 5149133). The customer reported the fast forward speed was not working. As previously reported during the service and repair evaluation, the repair technician reported the device was an early version hand piece, and the motor was running continuously. The item is not repairable. The cause of the issue is unknown. The subject device was forwarded to the synthes complaint handling unit (chu) for additional investigation. The service and repair evaluation was confirmed. An investigation at the chu indicated that the device was manufactured to an old design that has since been addressed, and that the device has not been serviced since its manufacture date (jan 5, 2006). This complaint is confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.